Manufacturer narrative:
Device analysis report attached. This report is submitted on february 25, 2022.

Manufacturer narrative:
Per the clinic, the patient developed a recurring infection at implant site and the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on january 10, 2022.

Manufacturer narrative:
This report is submitted on october 28, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and was hospitalized for 2 days (specific date not reported). The patient was treated with IV antibiotics for 2 days and oral antibiotics for 10 days. The infection has resolved and the patient has been cleared to proceed with implant activation.